Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Per customer, the outputs are out of tolerance. Customer will send in for repair. No patient harm. No delay in surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received had low rf output. Problem was isolated to a bad k500 on the rf amp. Board. Unit requires updates (sw on controller and audio & hw on audio board). A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: updated. Retested unit. Unit passed on final acceptance test.